Event description:
It was reported that noise resulting in oversensing was noted on the right ventricle (RV) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.